Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing myopotential oversensing on the ventricular channel. Patient was symptomatic with fatigue. Programming changes were recommended. Patient will be monitored.